Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a neuro intervention] using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The cause of the needle to cuff miss is generally related to user technique and/or an interaction with patient anatomy. The anterior needle showed no indication of contact, which can be an indication of a failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.